Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150208 captures the reportable event of a device stuck in scope and scope used in another patient.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2025. It was reported that a resolution clip was found in the suction channel after suction problem. Clips had not been used in recent procedures, indicating the scope was reprocessed and reused with the clip inside. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a150208 captures the reportable event of a device stuck in scope and scope used in another patient. Block h2 (additional information): block b5 has been updated based on the additional information received on july 22, 2025.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2025. It was reported that a resolution clip was found in the suction channel after suction problem. Clips had not been used in recent procedures, indicating the scope was reprocessed and reused with the clip inside. There were no patient complications reported as a result of this event. Additional information received on july 22,2025. The problem was noticed after cleaning the scope post procedure.